Event description:
(B)(4). Injury alleged. Malfunction alleged. Consumer's wife called in to say the end user was out using his portable oxygen concentrator when it started beeping. She turned it off and on. The red light came on. They drove home and her husband was without use of the unit. He had difficulty catching his breath. She called 911 and the end user was in the hospital over night. Now in a rehabilitation center. MDR filed.